Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient was experiencing some subjective visual disturbances ("reduced clarity", "halos at night") following icl implantation two years ago. No report of any medically or surgically intervention performed. According to the dcr, dated on,(B)(6) 2014, the event was not caused by a device. Per report the most likely cause of the event was patient related factor (dry eye syndrome). The lens remains implanted and patient prognosis was excellent (mild residual myopia). Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was patient related factor (dry eye syndrome). (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his left eye (os) on (B)(6) 2012. The patient reported is experiencing halos at night and has reduced clarity. The facility reported the date of the last visit was (B)(6) 2013. The patient has dry eyes and the event is not related to the icl. The residual myopia is 0.75 sph. The icl remains implanted. The patient's visual acuity post-op was 20/40.

Manufacturer narrative:
(B)(4) -(reduced clarity). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).